Event description:
During surgery a piece (footplate) of a rongeur broke off and retrieved from the surgical site. No add'l surgery was required, and the patient recovered without complications. The rongeur was delivered to reprocessing who notified the manufacturer's rep of the event and gave him the instrument.